Event description:
It was reported that after the implantation of a mosaic valve, there was a massive reflux observed when the heart was restarted. Following the detection of a large amount of regurgitation, the chest was reopened, and the valve was replaced. The product was explanted and replaced by another valve of the same model and size.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.